Event description:
It was reported that difficulty removal was encountered. The target lesion was located in the brachiocephalic vein. A xch/035/260 amplatz super stiff guidewire and a angiojet zelantedvt catheter was used for a thrombectomy procedure. However, during procedure, the angiojet zelantedvt catheter was stuck on the guide wire. The wire and the catheter was removed at same time and the procedure was completed with another of same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the guidewire returned inside of a non-boston scientific device. The guidewire was jammed inside the non-bsc device; it was necessary to flush it with saline water and it was easily removed. The guidewire was bent near the distal end. The guidewire was kinked approximately at 107 cm and 110 cm from the proximal end. The guidewire surface showed residues of what seemed to be dry contrast. The guidewire coating was not damaged. The device's overall length, outer diameter of the distal tip, middle of the device, and proximal section were within specification.

Event description:
It was reported that difficulty removal was encountered. The target lesion was located in the brachiocephalic vein. A xch/035/260 amplatz super stiff guidewire and a angiojet zelantedvt catheter was used for a thrombectomy procedure. However, during procedure, the angiojet zelantedvt catheter was stuck on the guide wire. The wire and the catheter was removed at same time and the procedure was completed with another of same device. No patient complications were reported and the patient's status was fine.